Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, severe and persistent chest pain. The information also indicated that as a direct and proximate result of this malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment and as a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Chest pain does not indicate a device malfunction; rather underlying patient specific issues and/or pharmacological factors may have contributed to these events. With the limited information provided and no post implant imaging available for review the reported event could not be confirmed or further clarified, nor is it possible to establish a relationship between the reported event and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, severe and persistent chest pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Occupation: other, litigation paralegal. Additional information received per the medical records indicate that the patient has a history of lower extremity deep vein thrombosis and the patient is contraindicated for anticoagulation therapy. The filter was deployed via the right brachial vein at the right upper arm. The filter was positioned just below the level of the renal vein in-flow. The patient tolerated the procedure well. Additional information was received per the patient profile form (ppf). The document states that the filter has been in place more than 90 days, too risky to attempt retrieval and future perforation and fracture are likely. The form states that the patient continues to experience pain in the chest, heart and kidneys. The patient also has experienced fear of possible device failure in the future. The patient became aware of the reported events approximately ten years and five months after the index procedure. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, severe and persistent chest pain. The patient is also reported to have experienced pain in the heart and the kidneys. The indication for the filter placement was a history of lower extremity deep vein thrombosis and a contraindicated for anticoagulation therapy. The filter was placed via the right brachial vein and was positioned just below the level of the renal vein in-flow. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A device malfunction has not been reported at this time. Pain does not represent a device malfunction and may be related to underlying patient specific issues. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, a relation between the device and the event could not be determined. At this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.